Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event. Provided info stated an undersized patella was a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain, the patella was undersized.